Manufacturer narrative:
Correction: the initial MDR submitted on (B)(4) 2013 has been reclassified as a non-reportable event since the recurrence of the failure modes are not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. No adverse events have occurred related to these failure modes.

Event description:
Prior to starting a da vinci si procedure, the user facility reportedly identified a broken blade from the monopolar cautery instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the broken blade on the instrument. The instrument blade was found with an indentation near the blade's tip. The scissors did not fully close due to the blade damage. As a result, the blades did not cut through their entire length and the cut test failed. One blade's edge had an indentation between the midpoint and tip that acted as a mechanical stop for the other blade when closing. Engineering concluded that damages may be due to mishandling. Electrical continuity testing was performed on the instrument and passed. An additional finding not reported by the site was corrosion found on the dark tube reinforcement ring. There were several spots on the ring, which revealed the metal surface located right above the tube extension. No other damage was found with the instrument. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.